Event description:
It was reported that a minicap transfer set was unable to connect to the catheter adapter. The problem was noticed when the transfer set was being changed. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device involved in the actual event was not received. The device that was received and evaluated was a different, opened/unsealed device. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The reporter stated that the transfer set would not stay securely connected to the catheter adapter (non-baxter product. The reporter stated that the problem was due to the catheter adapter. Evaluation summary: visual inspection and microscopic examination of the returned device was performed with no issues noted. The device passed leak, clear passage, clamp function, and integrity of seal surface testing. The interior diameter of the patient connector was then measured and found to be within the specification range of the product. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Concomitant product: adaptor beta cap d-adaptor (kendall/covidien). The device has been received by baxter. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.